Manufacturer narrative:
It was initially reported that the device would be returned for evaluation. Multiple attempts to obtain the sample have not been successful. If additional relevant information is provided in the future, the complaint will be reopened and a follow-up report will be submitted. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
As reported by the sales rep, a chpv failed to program and was replaced with a certas plus.

Manufacturer narrative:
It was previously reported that the device would not be returned for evaluation. The device was subsequently returned. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The valve was visually inspected; no defects were noted. The position of the cam when valve was received was 30 mmh2o. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial (B)(4) and programmer 82-3190 with serial (B)(4), the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed, passed the test. The valve was leak tested, no leaks noted. The valve was reflux tested, passed the test. The valve was dried. The valve was pressure tested at 30 mmh2o, failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records for the valve product code 82-3834, with lot ctcb05, conformed to the specifications when released to stock on the 24th march 2015. The root cause of the problem reported by the customer is due to the biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.